Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 12-oct-2024, reported that patient faced infusion set tubing detachment. Quick release got detached. No further information available.